Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K031216. Investigation: samples received: 1 unopened pouch and 1 opened. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 180 units of this code-batch. There are no units in our stock. We have received one closed sample and one opened with only three sutures inside the pack and the support cardboard broken. Tightness test to the closed sample received has been performed and the unit is tight. We have opened the closed sample received and we have found the same defect as the open sample received. The support cardboard has broken after opening the pack as can be seen in enclosed picture. Due to this fact, the sutures could not be pulled out correctly and become tangled. We have also tested the needle attachment strength of the all sutures received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.66 kgf in average and 1.25 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications regarding the difficult extraction of the sutures from the pack, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box as compensation. No corrective/preventive actions needed.

Event description:
It was reported needle detaches and the thread is tangled. The reporter indicated that the withdrawal is difficult. The suture is stuck or is knotted out of the package. Per the reporter, sometimes the needle detached during withdrawal. The event occurred pre-operatively. No further information or patient data available.